Manufacturer narrative:
(B)(4). The customer returned one guidewire within its assembly for analysis. Signs of use were observed on the guide wire. The guide wire was observed to have one kink within the body. No other deformities were observed. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The overall length of the guidewire measured 681mm, which is within the specification limits of 679mm - 687mm per guidewire product drawing. The outer diameter of the guide wire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The kink caused major resistance when withdrawing the guidewire back into the assembly. However, the guidewire was able to pass through both components with little resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through complaint investigation of the returned sample. The guidewire had a kink towards the distal tip. The returned guidewire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "presence of dents, making it prone to breakage." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".